Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged charge-coupled device unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus there was no image during angulation for the subject device. The following details are unknown: type of procedure, procedural delay, or if procedure was completed. The device was inspected prior to use but findings were not provided. A request for additional information has been completed and all available information has been provided.

Manufacturer narrative:
The customer returned the device for evaluation. The subject device was evaluated and found to have a damaged harge-coupled device, deterioration or breakage of the adhesive and damage on scope ID cable, and scope ID is not displayed. The investigation is ongoing. A supplemental report will be submitted if additional information has been received and when the legal manufacturer investigation has been completed.